Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grip tips to be bent. One grip was bent which caused side to side misalignment of the grip. There was a .087 offset at the tips. The bent grip did not exhibit separation of the yaw pulley and pulley cover at the glue joint, however likely cause of bending remains overloading at the tip. The instrument passed the electrical continuity test. Failure analysis concluded that the bent damage may be due to mishandling/misuse. Failure analysis investigation also found the following damages: the instrument's pitch down cable was frayed at the distal clevis hub. The pitch cable on the other side was also loose and starting to unravel. In addition, the instrument's main tube had scratch marks/abrasions. The distal end of the main tube had a scratch mark with light material removal. The scratch measured approximately 0.231 in length and was not aligned with the tube axis. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the frayed cable and scratch mark on the main tube with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci hysterectomy surgical procedure, it was observed that the jaws on the fenestrated bipolar forceps instrument were bent and not aligned. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.